Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the syringe that goes into the common carotid artery has a crack. The surgeon noticed during the preoperative test, but they used the other syringe in the kit. The shunt worked. Additional information received from the initial reporter on (B)(6) 2022 stated that each their f3 shunt kit is packaged with two syringes. The first syringe leaked during the pre-use check when the user attempted to inflate one of the balloons of the pruitt f3 shunt with saline to check the balloon functionality so they used the second syringe.

Manufacturer narrative:
The device history record (DHR) for lot 926640 indicates that there were no failures in the samples visually and functionally tested during manufacturing and no non-conformances were generated in the production of this product. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues relating to the reported issue. There were no related process or material changes related to the reported condition for this product or describe changes that occurred. Process monitoring data was reviewed for the production dates of the lot and no abnormalities were identified relating to this issue. A review of the machine setup was conducted, and no issue were observed. No physical samples were received for evaluation however photos were provided and the reported issue was confirmed. However, based on all available information, the exact root cause could not be identified. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the lot met all defined acceptance requirements and was released. In conclusion, the investigation did not identify a systemic issue with the product or process, no trend exists for the reported issue, and a specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. A quality alert will be generated and communicated to the syringe department for awareness. This complaint will be used for tracking and trending purposes.